Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that loss of vitrectomy probe cutting efficiency during vitrectomy surgery. The surgery was successfully completed after replacing the product with another one on same day. There was no patient impact. This report pertains to the one of the two probes involved for this complaint.